Manufacturer narrative:
The device was received for evaluation. Visual inspection with the naked eye did not identify any abnormalities that could have contributed to the reported condition. Pressure test and clear passage under water was performed with no issues noted. No defect was observed that generated under infusion and no flow. Functionally test was performed with sterile water according to specification and the set worked according to requirements the reported condition was not verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient treatment with clearlink system continu-flo solution set, the tubing was found ¿kinked¿ which resulted in under infusion of the medication. It was further reported the clinical response from the drip titration did not match the expected response, which led to additional medications being ordered to achieve the desired response. The cause of the event was not reported. At the time of this report, the patient outcome was unknown. No additional information is available.